Event description:
Per the audiologist, the patient was explanted due to repeated pressure on the site of the implant causing the skin to break open. The patient was explanted in 2009. No reimplantation is planned at the time of this report the following month.